Event description:
The physician used a mo.ma ultra cerebral protection device in a patient. However it was reported that, following deployment of one other manufacturer stent, the external carotid artery (eca) balloon could not be fully deflated and was difficult to remove. It was reported that the eca balloon had been deflated for 20 seconds; however it was still partially inflated when the physician attempted to withdraw it through the previously deployed stent. No friction was noted through the working channel during the procedure and no modification of the balloon shape was noticed after stent deployment. It was reported that the physician was able to withdraw the mo.ma ultra device with no health hazard caused to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes: results: other (no root cause can be determined based on information available); conclusion: no conclusion can be drawn. (B)(4).